Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular lead exhibited episodes of noise. No intervention was performed and the patient's condition was unknown.

Event description:
Related manufacturer reference number: 2017865-2023-00948. New information noted that both the atrial and right ventricular leads exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.